Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one image of three devices as well as the four devices. The image noted three loading units, two with bowed anvils. Evaluation of the loading units noted a knife bar was broken off, a right tissue stop was bent inward, staple pushers were flush with cartridge surfaces, the anvil clamping mechanisms were deformed, anvils were bowed, cartridges were partially fired and prefired with staples protruding from the staple cartridge. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of this condition may occur under the following conditions such as application over tissue that is beyond the recommended thickness range and application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemicolectomy procedure, the stapling devices were being used for the colon dissect ion. The reloads misfired and the anvil fork started bending. The stapler was able to fire but there was poor staple formation. Unable to fire the reload completely and the anvil started bending which leads to poor staple formation. The staple line was incomplete. The staple line was fixed with using another reload. The procedure was converted to open due to the device problem. There was temporary tissue damage that was treated by hand sewing. The surgical time was extended by one hour. The incision was extended by more than one inch. An additional operation will be performed to correct the issue. There was no patient injury reported.